Event description:
It was reported that the customer experienced a low blood glucose (BG) level displayed as ¿Low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address BG. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.